Manufacturer narrative:
The device was returned for analysis. The torque shaft was bent at an approximate 90 degree angle beneath the strain relief. The cutter was advanced approximately 2cm distal the cutter window. The cutter was able to retract and advance approximately 2.6cm with the thumb-switch completely advanced. The position of the cutter in relation to the distal assembly during the cutter crash could not be evaluated. Visual inspection of the distal rim of the cutter window showed that the platinum iridium had been dented distally and the cutter blade had penetrated the top rim of the cutter window. There were no signs of platinum iridium breaking off and there were no signs of component embolization. There was no damage observed to the coils of the distal assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a silverhawk device and the procedure was performed according to IFU. The device was safely removed from the patient and no intervention was required. It is reported that after the first pass and after flushing the device, the blade tore out through the nosecone. The device was replaced with another silverhawk and the procedure completed without further issue. No patient injury reported.